Event description:
The user facility reported the pt sustained a laceration. Additional info is being requested.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Correspondence should be sent to: integra lifesciences corp. Lid or that the device caused or contributed in any way to a death or serious injury. See scanned pages.